Event description:
Customer's wife called to report that her husband lost his balanced and fell and cut his leg on a sharp object that was on his walker. Paramedics were called and pt was taken to the hosp to have 10 stitches in his leg.